Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the ok keypad button was under responsive. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 16-oct-2019 with the following findings:during investigation, unable to duplicate complaint about keypad. Peeling keypad from base. There was other damage to keypad. All keys are responsive. Removed the keypad and found contamination under the all key contacts..opened pump. There was no evidence of the moisture corrosion near keypad connector. Battery compartment cracked below and above grip pad. Damaged cartridge compartment - chipped and cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.